Event description:
Three pts had black staining from the mouth to the esophagus after tee procedures. They were using hp sonos probes. Each pt had a laryngoscopy to determine the extent of the staining or damage. This was an additional procedure for the pt. Imcomplete rinsing of the disinfectant can cause superficial staining. No permanent injury was observed.